Event description:
New information indicated that the event was observed remotely. The patient received appropriate shocks for true ventricular fibrillation (vf) episodes. Under-sensing was seen due to the different amplitudes. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the device exhibited intermittent ventricular under-sensing. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.